Event description:
Caller reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support informed the caller that the system check reset the pump's microprocessor as a safety feature and provided instructions on restarting sessions and reloading cartridges, which the caller acknowledged.